Manufacturer narrative:
Patient weight was unknown. Date of death was unknown. Event date was estimated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient fell and presented to the hospital with acute kidney injury, bleeding, and anemia. The patient was diagnosed with serous adenocarcinoma on endometrial biopsy. The patient was placed on hospice during the hospital admission. The family decided to turn off the patient's pump and the patient passed away shortly after.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events and patient outcome could not conclusively be established through this evaluation. The patient was transitioned to hospice care during the admission and the family decided to turn off the patient¿s pump. The patient ultimately expired on (B)(6) 2017. The device had reportedly operated as expected and the patient¿s outcome was not considered to be device related. Heartmate ii lvas, serial number: (B)(6), was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1, "introduction", lists renal dysfunction, bleeding, and death as adverse events which may be associated with the use of heartmate ii lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The serous adenocarcinoma on endometrial biopsy was thought to be the source of the bleeding and anemia. Labs were drawn to diagnose the acute kidney injury, but no further invasive diagnostic testing was completed per the patient's wishes. The patient passed away on (B)(6) 2017.